Manufacturer narrative:
Based on the information provided on 12-feb-2018 that alleged the patient experienced purulent drainage and tunneling, kci could not determine that the alleged events were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. As of 14-mar-2018, there is no indication from the information available to suggest the activ.a.c.¿ ion progress¿ remote therapy monitoring system caused or contributed to the purulent drainage or tunneling. It cannot be determined that the alleged purulent drainage and tunneling were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Per records provided prior to day 30, (B)(6) 2018, the wound's length and depth had decreased, and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was reportedly discontinued notably as outcome of therapy, therapy goal achieved - adequate granulation tissue formation. Based on the additional information provided on 24-may-2018, kci has deemed this event not reportable. On 24-may-2018, the nurse confirmed the alleged purulent drainage and tunneling were unrelated to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area, -untreated or inadequately treated infection, -inadequate hemostasis of the incision, -cellulitis of the incision area. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 12-feb-2018, the following information was reported to kci by the nurse: the patient was reportedly sent to the emergency room on (B)(6) 2018 per physician orders allegedly due to purulent drainage and new tunneling. The emergency room physician reportedly prescribed antibiotic therapy and ordered to keep an alternate dressing in place until (B)(6) 2018. V.a.c.® dressing was reapplied on (B)(6) 2018. On 14-feb-2018, the following information was reported to kci by the nurse: on 13-feb-2018, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued. Per records review provided on 20-feb-2018: the nurse noted the wound was observed on 23-jan-2018 and subsequently on 16-feb-2018 which exhibited a decrease in the wound's length and depth and overall volume of the wound. Per records provided on 08-mar-2018: the nurse noted that the activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued on 12-feb-2018 as "therapy goal achieved - adequate granulation tissue formation." On 24-may-2018, the following information was reported to kci by the physician's nurse: the patient had chronic problems with a stump revision that was performed on (B)(6) 2018, and the tunneling and purulent drainage were not caused or contributed by the activ.a.c.¿ ion progress¿ remote therapy monitoring system. On 10-jan-2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 21-mar-2018, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.